Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported effective therapy never established with patient's scs system and one lead had migrated. As a result, the entire system was explanted and replaced to address the issue. Therapy was restored.